Event description:
It was reported to philips healthcare that the heartstart mrx displayed a message stating "it failed the self-test and that the battery was flat was found." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.